Event description:
It was reported that an ilet displayed a low battery screen and did not charge despite attempts with a different wall outlet, and the caregiver planned to try a wireless phone charger. Symptoms included concern for impending loss of therapy due to battery depletion. Outcomes included no reported injury, no loss of consciousness, and no hospitalization. Investigation included customer troubleshooting over the phone. Investigation of this case revealed a suspected charging malfunction consistent with battery depletion or charging interface performance, with no confirmation of resolution at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation.

Manufacturer narrative:
Complaint confirmed. The engineering logs were reviewed and although the device was acknowledging receiving charge, the battery percentage was not increasing for over 2 hours. This is known to be a charge circuit issue on the mainboard; however, a resolution has not been reached.